Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the device broke inside the shoulder of the patient during surgery.